Event description:
The account reported a qc shift high and imprecision after calibration of the pseudocholinesterase (pche) reagent with dimension vista(r) enz I calibrator kc310 lot 3hd012. Recoveries above laboratory ranges were obtained with three different lots of pche flex(r) reagent cartridges. It is unknown if patient results were reported while qc was out of range. It is unknown if patient treatment was altered or prescribed on the basis of falsely elevated pche results. There was no report of adverse health consequences as a result of the falsely elevated pche results.

Manufacturer narrative:
Siemens healthcare diagnostics has confirmed complaints regarding quality control (qc) shifts with pseudocholinesterase (pche) and imprecision during pche calibration with dimension vista® enzyme 1 calibrator (enz 1 cal) lots 3fd034 and 3hd012. Investigation by siemens confirms a loss of pche activity in the affected lots of enzyme 1 calibrator, causing an elevation of qc by as much as 80% and in some instances, imprecision of replicates during calibration. Qc will detect elevated pche results following calibration, and in these cases no patient results will be reported. Siemens issued an urgent medical device correction communication 14-01 to customers who had ordered these lots advising them to discontinue the use of lots 3fd034 and 3hd012 to calibrate pche. Dimension vista® enz 1 cal (catalog # kc310) lots 3fd034 and 3hd012 can be used to calibrate the other analytes listed in the IFU: amylase (amy), gamma-glutamyl transferase (ggt), lactate dehydrogenase (ldh), and lipase (lipl). Siemens has confirmed acceptable performance of these enzymes with lots 3fd034 and 3hd012.